Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the navigation system was functioning normally. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system became unresponsive when loading a disc. The images were received. The screen displayed blue and remained on blue screen. A hard shut down of the system was performed. After booting up the system functioned normally. Representative stated that the exams had (B)(4) images. Issue occurred prior to a case. There was no patient present at the time of the issue.